Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi operation. The device was explanted and the patient was discharged.

Manufacturer narrative:
Correction: event date (B)(6) 2018.

Event description:
New information on (B)(4) 2019 stated the device was not explanted. The device was reprogrammed successfully and remained implanted.